Manufacturer narrative:
The "date of event" was not provided. The device has not yet been made available for evaluation. If the device or further information becomes available, a follow-up report will then be issued.

Event description:
Alleges when getting out of unit, the unit went back, the customer fell out and broke her femur.

Manufacturer narrative:
The device was returned and evaluated. No inadvertent movement could be duplicated during an extensive test ride or after powering the device off.

Event description:
Alleges when getting out of unit, the unit went back, the customer fell out and broke her femur.